Event description:
It was reported that two pyrenees non-tapered torque drivers broke, and the pyrenees torque limiting handle was suspected to be out of calibration intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences occurred. This record captures the first of the two pyrenees non-tapered torque drivers.

Manufacturer narrative:
A visual inspection was performed which confirmed tip fracture of driver. Rotation deformation is observed immediately proximal to fracture surface. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for this lot, and no similar complaints were identified. Initial report states that two drivers fractured and that the associated torque limiting driver may be off calibration. The rotation deformation observed indicates that fracture occurred during tightening of screws and that excessive torque was most likely applied to driver. A functional inspection was performed on the torque limiting handle and found the torque limit to be out of spec. The most likely cause of the reported event was determined to be due to the associated torque limiting handle being out of specification. Devices age may have contributed to event.

Event description:
It was reported that two pyrenees non-tapered torque drivers broke, and the pyrenees torque limiting handle was suspected to be out of calibration intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences occurred. This record captures the first of the two pyrenees non-tapered torque drivers.